Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that sometimes their stimulation will just come on one side, but then 5-10 minutes later it will go on their right side. They stated that sometimes they have to turn stimulation way up in order to get it to work. The patient noted that sometimes it works good and other times it doesn¿t. They mentioned that the stimulation is supposed to cover all the way down their legs. The patient stated that it might be the way they are sitting or lying. The patient¿s surgeon told them that the implantable neurostimulator (ins) battery might be dead or going dead. The patient mentioned they think they might need the device replaced. The patient was directed to follow up with their healthcare provider in order to have their device checked. Indication for use is spinal pain.